Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced involuntary movement. Repositioning the lead on (B)(6) 2023 did not resolve the issue. It was confirmed via CT-scan that the left lead had migrated. As a result, surgical intervention was undertaken wherein the lead was explanted to address the issue.

Manufacturer narrative:
A patient underwent a lead revision was reported to abbott. It was determined that after a lead explant due to involuntary movement a new lead was implanted, and patient¿s symptoms persisted. CT-scan showed that the newly implanted lead had migrated. As a result, the lead was explanted to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Corrected data describe event or problem date of explant a patient underwent a lead revision was reported to abbott. It was determined that after a lead explant due to involuntary movement a new lead was implanted, and patient¿s symptoms persisted. CT-scan showed that the newly implanted lead had migrated. As a result, the lead was explanted to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced involuntary movements of the right upper extremity. Surgical intervention was undertaken on (B)(6) 2023 wherein the left lead was explanted and replaced. The involuntary movements of the right upper extremity persisted after the replacement. Cranial CT-scan showed that the newly implanted left lead had migrated. As a result, surgical intervention was undertaken on 22 mar 2024 wherein the left lead was explanted to address the issue.

Manufacturer narrative:
A patient underwent a lead revision was reported to abbott. It was determined that after a lead explant due to involuntary movement a new lead was implanted, and patient¿s symptoms persisted. CT-scan showed that the newly implanted lead had migrated. As a result, the lead was explanted to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.